Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 17 cm to 18 cm from the connector pin.

Event description:
It was reported that there was a history of noise on the atrial lead, resulting in inappropriate auto mode switching. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.